Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed button error. The customer took out the battery. Waited three to four hours and inserted a new battery, issue persisted. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.